Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without having to "wiggle the cable" in the charging port. There was no adverse impact to the customer's blood glucose level due the reported issues. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.